Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that zosyn was programmed for a 12 hour infusion (8.3ml/hour) per the guardrails drug library and the drug infused in 1.5 hours. No patient harm reported.

Manufacturer narrative:
The customer¿s report of possible higher than expected flow rates was not confirmed. Physical inspection noted the device to be in good condition, however during visual inspection it was noted that the platen is physically damaged and missing the upper platen post, which allowed it to fit loosely. Analysis of the pcu event logs shows that at 2:55am on (B)(6) 2015 the module was programmed to infuse ¿piperacillin/tazo¿ (zosyn) 4.5 grams/ 100ml over 12 hours, for a vtbi of 100ml and a calculated rate of 8.333ml/hr. The infusion ran uninterrupted until 4:28am when an ail alarm occurred, possibly signifying an empty bag. A minute later, the user channeled off the device. The total infusion time was 1 hour and 33 minutes; the total calculated volume infused was 12.93ml. Rate accuracy testing was performed multiple times and the device was within specification. The root cause was not identified however the damaged platen could have contributed to rate accuracy errors including intermittent unregulated flow. The administration set was not received for analysis.